Event description:
It was reported that the patients left lead had high impedances. The patient underwent a revision procedure wherein the right lead was adjusted and the left lead with impedances was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7077574.

Manufacturer narrative:
The returned lead with model sc-2317-70 and a serial (B)(6) was analyzed. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that the patient's left lead had high impedances. The patient underwent a revision procedure wherein the right lead was adjusted and the left lead with impedances was replaced. The patient was doing well postoperatively.